Event description:
It was reported that the procedure was to treat a very difficult type c lesion. A 2.5 x 12 mm trek balloon was used with a balance guide wire. After dilatation of the lesion, the deflated balloon could not be retracted into the guiding catheter. The physician decided to remove all devices together (the guiding catheter, guide wire and balloon). During removal, the trek balloon catheter and the balance guide wire separated at 20 to 30cm from the distal tip. The separated portions were located in the subclavian artery and were retrieved with a snare. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter was returned with blood and contrast in the loosely folded balloon and in the inflation lumen. This is consistent with device preparation, balloon inflation and a leak or rupture inside the patient anatomy. The distal shaft was separated 4.2 centimeters distal to the guide wire exit notch confirming the reported shaft separation. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The guide wire exit notch was torn. There were multiple bends in the hypotube distal to the strain relief tubing for a length of 26 centimeters. Factors that can contribute to difficulty to remove a balloon catheter may include, but are not limited to: interaction of the balloon with the anatomy, the balloon not being fully deflated prior to attempting to remove the balloon, product placement technique, guiding catheter support, outer diameter of the balloon catheter, condition of the guide catheter/guide wire, interaction of multiple products within the guide catheter, damage to the distal shaft, or poor balloon refold after inflation. To ensure that all products perform according to specification, all products are 100% visually inspected for damages and proper balloon fold during the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for proper balloon deflation. In this case, it is possible the balloon was not fully deflated prior to the attempt to remove the catheter, resulting in resistance with the lesion. Reportedly, it was a very difficult lesion which may have contributed to the resistance as the balloon may have been stuck. However, this could not be confirmed. As resistance was encountered, if the catheter and guide wire were manipulated in the attempts to remove the catheter, this would contribute to the shaft ultimately separating as the tearing of the guide wire exit notch appears to be a result of an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. There were multiple bends in the hypotube distal to the strain relief which most likely occurred during the procedure or during packing the device for return as there was no report of any damages during inspection prior to use. Based on the information provided and the returned product analysis, a conclusive cause for the resistance removing the catheter could not be determined; however, the shaft separation appears to be related to the attempt to retract the catheter. There is no indication of a product quality deficiency. A review of the finished product lot history record revealed no nonconforming material records associated with this lot. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents.